Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they ran out of insulin and were having a low. A medtronic rep called the emergency medical technicians as the customer was slow to respond to questions. The customer was at 215, 243, and 326 mg/dl at the time of the call. The customer experienced symptoms such as confusion, impaired vision, vomiting, and slow speech. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the paramedics took over treatment. The customer stated they had a cold and had been sick. The customer was attempting a set change at the time of the incident, but was advised to stop the change and use manual injections. The insulin pump will not be returned for analysis.